Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's seizures (fits) and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient was hospitalized due to seizures (fits) cause unknown, vomiting and a viral illness. At the hospital they perform MRI scan, CT scan, lumbar puncture and all test results were normal. The patient¿s father was unable to state exact bg value but stated that it was within normal limits. The medical team do not know what is causing the seizures so they have asked for additional input from the patient¿s diabetes team to exclude diabetes as a cause. The pod was worn between 36 and 48 hours. The pod was removed and discarded. There were no further information regarding the hospitalization or to the patient¿s treatment.